Event description:
A patient reported experiencing inaccurate low results with a one touch profile meter. The patient's blood glucose results were 44 mg/dl, this was the only result provided. Tests were done within 10 minutes. Patient did not experience any adverse events. No further information has been reported.